Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pgbbpst0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please verify whether the suture was broken or the needle? Other? The needle exact location of broken end of suture found on x-ray? In the patient tissues was it removed from the abdomen during the same surgery? Yes was there any patient consequences and how was it managed? No apart from extended theatre anaesthetic time. Device return status? The device was shipped on the 05/11/2019.

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used. During the procedure, the needle broke. The surgeon unable to locate the broken end on visual inspection. Consequently, an abdominal x-ray was ordered and following the x-ray, the exact location of broken end of suture was identified within patient¿s abdomen. The piece was removed during the same surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Summary: a suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. No further investigation will be conducted on this complaint due to external